Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; -physical stress -chemical stress -storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.) -aged deterioration if significant additional information is received, this report will be supplemented.

Event description:
A customer reported that forceps elevator wire was completely cut off during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4). And found that there was a gap in the adhesive of the light guide lens and the inside of the lens was dirty. It was a MDR reportable malfunction.there was no report of patient injury associated with this event.